Event description:
Three days after a coronary drug eluting stenting treatment procedure, a subacute thrombosis occurred. In 2004, the physician predilated the left anterior descending (lad) lesion with a 3.0 mm x 10 mm otw cutting balloon, successfully implanted a 3.0 mm x 20 mm taxus express2 8.8% drug eluting stent, and then post-dilated the taxus stent with a 3.0 mm x 20 mm maverick balloon. The physician then performed a successful balloon angioplasty on a circumflex (cx) lesion with a 3.0 mm x 20 mm maverick balloon. Plavix was administered post procedure. Three days later, the pt returned to the hospital with chest pain. It was revealed that the pt was not taking plavix because the pt was waiting for the prescription to be filled. Repeat angiography revealed a thrombosis in the 3.0 mm x 20 mm taxus stent. Plavix was administered pre-procedure. The thrombosis was successfully dilated with a 3.0 x 20 mm maverick balloon and plavix was administered post procedure. The pt is reported to be in stable condition.